Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil was intact on the right and came out in two pieces on the left') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), polymenorrhoea ("frequent menstruation") and menometrorrhagia ("excessive menstruation with irregular cycle"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, fatigue, polymenorrhoea and menometrorrhagia outcome was unknown. The reporter considered device breakage, dysmenorrhoea, fatigue, menometrorrhagia, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil was intact on the right and came out in two pieces on the left') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("excessive menstruation with irregular cycle"), polymenorrhoea ("frequent menstruation") and fatigue ("fatigue"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, menometrorrhagia, polymenorrhoea and fatigue outcome was unknown. The reporter considered device breakage, dysmenorrhoea, fatigue, menometrorrhagia, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.